Manufacturer narrative:
Concomitant products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer patient. (B)(4).

Event description:
It was reported an infection was suspected. A surgical intervention was scheduled for (B)(6) to look at the implantable neurostimulator (ins) pocket for suspected infection. The patient went to the emergency room as one of their incisions was leaking some blood and some yellow pus. The patient turned the stimulator off last night as they were told it bleed a little bit more when the stimulation is on. The patient found more pus and blood around it, soaked though a couple of sweat pants and a t-shirt and did not know it. The incision started leaking blood and pus a day prior to report. The patient did not notice it was blood earlier in the day because they sweated a lot when sleeping but noticed it was blood when they got up to take the sleeping pill the previous night. The manufacturer representative later confirmed that the pocket was opened on (B)(6) and an infection was ruled out. There were no product issues reported. No outcomes were reported regarding this event. If additional information is obtained, a follow-up report will be sent.